Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system was fractured and resulted in inappropriate shocks delivered. The involved lead is a non boston scientific product. A revision procedure was performed and the rv lead was surgically abandoned. The physician opted to explant and replace this device. No additional adverse patient effects were reported. It is not expected to receive this device for analysis.